Manufacturer narrative:
Results and conclusions summation - angina and restenosis are known possible outcome of coronary stenting procedures, and are in IFU, as potential adverse events. It is possible that the angina was a secondary effect to the restenosis. Hospitalization, which is addressed in the risk assessment occurred as a result of the restenosis and revascularization procedure. A cause for the angina and restenosis and the relationship to the devices, if any, cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure. The 2.5x23mm xience v indicated was reported under MFR report# 2024168-2009-00540.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: angina requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007, in which a 2.5 x 23mm and a 2.5 x 12mm xience v stents were deployed in the mid rca lesion. There was no reported pt effects or product issues at the time of the index procedure. However, in 2009, almost two years later, the pt presented with chest pain and reported had stable angina class 1. The next day, revascularization was done for in-stent restenosis of the mid rca with a balloon catheter and additional xience v stent was implanted. No additional event or pt info is available.